Event description:
Complainant alleged that while attending to a patient the device would not charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.